Manufacturer narrative:
Examination of the valve in laboratory revealed two disruptions, one circular and the other u-shaped, at the node of aranti of the right-coronary cusp which appeared abraded, such as would occur during suture abrasion, however, the source for these disruptions was indeterminable. These disruptions resulted in wavy free margins and incomplete coaptation. Host tissue overgrowth was noted on the sewing ring, hinge area and aortic wall, encroaching into the orifice approximately 2-3 mm. X-ray analysis revealed no apparent calcification. Stent distortion was noted. The primary cause for removal of this valve was due to aortic root replacement.

Event description:
This event was reported as shortness of breath at rest and valve removed to permit full aortic root replacement, noted to have deteriorated centrally. No further info was provided.